Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 319 mg/dl. The customer was treated with 30 units of insulin. Customer also reported about no delivery alarm during bolus. Customer tried multiple set changes but still continued to get no delivery alarms. Customer was unable to troubleshoot further. The insulin pump will not be returned for analysis.